Event description:
It was reported that pt underwent total knee arthroplasty in 2007. Subsequently, radiographs showed radiolucent lines under the tibia. During revision surgery one month later, tibial component was easily removed and no adherence of bone cement to the tibial tray was noted.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.